Event description:
Information was received that the portex adult tracheostomy tube cuff deflated in the trachea of the patient. No reported adverse effects.

Manufacturer narrative:
A portex bivona tracheostomy tube was returned for analysis. The sample was inflated per leak test noting that the cuff would not inflate and a leak was noted. A 0.5mm long cut was observed along with scraps near the cut. The cuts appeared to have been caused by something scrapping on the cuff. Based on the evidence the complaint was confirmed. The investigation did not identify any manufacturing defects. The root cause is found to be unknown.